Manufacturer narrative:
The device was returned for analysis. The reported clip opening when establishing final arm angle/efaa could not be confirmed via returned device analysis. The discrepancy between what was reported (clip open ¿ efaa) and what was observed (clip remained locked, held final arm angle) is likely due to a combination of varying amounts of tension felt by the device during use versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and a cause for the reported unintended movement-clip open efaa could not be determined. It is possible that procedural conditions (tension on the clip, unintended curves/tension place on the device by the user) contributed to the reported user experience; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
The clip failed to establish final arm angle (efaa). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve, but final arm angle (efaa) could not be established, clip opened while locked. The lock was tested two more times and the clip failed efaa. The clip was not implanted and was removed. There was no adverse patient effect or a clinically significant delay in the procedure. Another clip was implanted without issue, reducing mr to 1-2. No additional information was provided.